Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user could not conduct reprocessing and remove the foreign material due to leakage from control section and biopsy channel. The foreign material was identified as organic silicon. The event can be prevented by following the instructions for use (IFU) which state: "-inspection of the endoscopic system -intended use / indications for use -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
Upon device return and evaluation, it was observed that there was foreign material found inside of the air/water tube and cylinder which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of incorrect angulation was unable to be confirmed. During the device evaluation it was observed that whitish foreign material was found inside of the air/water tube and cylinder. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to damage on the channel tube, switch one and switch two. It was also observed that the suction cylinder had no color. It was observed that the scope cover had a dent. It was also observed that the control unit and the right and left knob was shaved. It was observed that the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever. It was also observed that the plug unit had a scratch. It was observed that the label on the scope connector was damaged. It was also observed that the scope connector case unit had corrosion due to water leakage. It was observed that the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover. It was also observed that the plastic distal end cover had a crack. Lastly, it was observed that the charge-coupled device unit was slipping down. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The customer reported to olympus the gastrointestinal videoscope bending angle had an incorrect shape or angle. The reported issue occurred during the middle of a therapeutic endoscopic submucosal dissection (esd) procedure for a colon polyp (rectal injury). The scope was switched out with a similar device to finish the procedure with a 5-minute delay under general anesthesia. Despite the switch in device, it was indicated that the procedure was not completed due to an unrelated circumstance (polyp still in situ/ suspected covert, discovered during the procedure). There was no patient/user harm or injury reported due to the event.